Event description:
Dear sir or madam, enclosed find the completed FDA form 3500b and copies of correspondence with the local (B)(6) hospital concerning injury and severe pain caused an electric blood pressure machine (bpm). During my most recent spinal cord procedures at the above listed (B)(6) outpatient surgical center, I experienced prolonged, terrible pain, that caused pain and injury to my left arm, hand and later - still happening - left small finger from the hospital's relatively ii new" electric bpm. I repeatedly begged and pleaded both in pre-op and especially in the operating room to please lessen the pressure and/or remove the cuff from my upper arm, for the pain was terrible! The discoloration and swelling on my upper arm, dense cluster of various length red lines, and the dark red of my hand faded only gradually and lasted approximately, seven to eight days. My smallest often curled 11 frozen ii small finger still gives me some daily problems intermittently and is painful to straighten. I often try to keep this little finger straight for a little time, by wrapping paper napkin etc tightly around. I questioned staff in my letters why, the overly tight bpm so badly and painfully not just affected my arm but also my hand and small finger. While I eventually studied the dense custer of red lines, I wanted to get answers the dark red hand and small finger, that really scared and worried me! I am writing to you agency now to create awareness of problems with the use of your electric bpm's, so that as an regulatory agency so you can promote the production and use of less painful equipment. By collecting data and encouraging feed-back from medical centers, patients and doctors, it is possible to improve those machines, affect change and make the so frequently required blood pressure tests less painful!. For many people, especially the elderly and other's, lacking english writing skill, it may be difficult to make their complaints heard. Sincerely,(B)(6). Please note, that I am unable to provide you with the name of the manufacturer or model number of the hospital's bp machines. 1. Prolonged severe pain of upper arm muscle that afterwards lasted for prolonged time and travelled up towards shoulder. 2. Dense cluster of various lenght of bunch really red lines where bp cuffs have been applied. 3. Later also noted swollen deep red hand last about 7 or 8 days gradually fading 4. Left hand developed "frozen" small finger with pain travelling along outside edge of hand continuing. Begged and cried out in pain to stop application.